Event description:
Reporting status: serious injury/required intervention. Reporting rationale: myocardial infarction (mi)/requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2007, the pt underwent stenting of the pre-dilated proximal lad with a xience v stent. In 2008, the pt experienced palpitations and angina. The pt was hospitalized, the cardiac enzymes were elevated and the pt was diagnosed with a non q-wave myocardial infarction. A functional ischemia study was positive. The pt was given enoxaparin, acertil, and clopidogrel. The following month, diagnostic coronary angiography revealed >=70% and <100% stenosis within the target vessel. Revascularization was performed the same day, via balloon angioplasty. The resolve date was a week later. There is no additional info available.

Manufacturer narrative:
Arrhythmia, myocardial infarction, and stenosis, as noted in the xience v instructions for use (IFU), are known adverse events associated with coronary stenting. These known pt effects are not necessarily an indication of a product quality deficiency. Additionally, arrhythmia, cardiac enzyme elevation, myocardial infarction, stenosis, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. Since there was no reported product malfunction, there does not appear to be any indications of a stent delivery system (sds) quality deficiency.